Event description:
It was reported that a patient underwent a midline laparotomy on an unknown date and suture was used on abdominal fascia tissue. The patient developed abdominal pain and insufficiency of abdominal suture. The patient was treated by re-suturing the abdominal fascia. The patient has recovered.

Manufacturer narrative:
The initial procedure was a restoration of intestinal continuity after hartmann´s procedure/re-anastomosis of the ileum-sigmoid on (B)(6) 2011 and continuous suture was used. The patient presented with abdominal pain, laboratory parameters were tested and feces was found in the abdominal drain. The re-operation was performed on (B)(6) 2011. During the re-operation, the surgeon noted insufficiency of the abdominal suture. The patient required an artificial anus and re-suturing of the abdominal fascia. The surgeon opines that the combination of heart and kidney disease could be a factor of the post operative dehiscence. Currently, the patient is recovered with ileostoma and a big abdominal hernia laparotomy scar.

Manufacturer narrative:
(B)(4). Wound dehiscence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture.